Event description:
It was reported that on or about (B)(6) 2007, the plaintiff was implanted with a sparc device. The device was implanted with the intention of treating her bladder prolapse condition. The plaintiff immediately suffered pain that extended from her navel down to the inside of her legs. The plaintiff experienced significant and debilitating pain on an ongoing basis, worsening of her prolapse, and incontinence conditions. The plaintiff has undergone various medical procedures in attempt to repair and remove the eroded mesh. The plaintiff has experienced significant physical, psychological and emotional pain and suffering, stress and depression, and has sustained permanent and debilitating injuries. No add'l pt complications have been reported in relation to this event.

Manufacturer narrative:
Note: reported lot number 494197885 is believed to be lot number 494197045. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent. (B)(6).